Event description:
It was reported that the patient underwent an initial right knee surgery. Approximately 4.5 years post-op, the patient was experiencing pain and was revised due to loosening and an infection. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown zss articular surface - unknown unknown - unknown zss femoral component - unknown g2 : foreign country : australia customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable as the device was not revised and no loosening occurred. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.